Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the max button was non-functional. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/2/2009. Information anticipated, but unavailable at this time.